Event description:
It was reported to philips that the device powered on by itself post repair. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.